Event description:
It was reported that when the device and reload cartridges were used during an open gastric bypass procedure, the device fired seven times on bowel and stomach to divide and staple. At the end of procedure methaline blue test revealed seven leaking staple lines. The procedure was completed by suturing and using another device. There was extended or time.